Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text: no devices received, log review only.

Event description:
It was reported issues with the pca modules: "1/25 - pump shut down after pca bolus, alarmed system error, 1/31 - two failures, which one do you need info on, 10/13- I don¿t have an event on that date 12/29 - pcacontinuous infusion and bolus programmed, button pushed, and nothing happened." Although requested, additional information was not provided. The information on patient involvement is unknown.

Event description:
It was reported issues with the pca modules: "1/25-pump shut down after pca bolus, alarmed system error, 1/31-two failures, which one do you need info on, 10/13-I don¿t have an event on that date 12/29-pcacontinuous infusion and bolus programmed, button pushed, and nothing happened." Although requested, additional information was not provided. The information on patient involvement is unknown.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.